Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the patient? Were the deployed staples in the tissue or in the surgical field? What was the appearance of the staples? Did the anvil detach from the device at the firing?

Event description:
It was reported that during a lap anterior resection, the device could not be removed from the patient after the firing. The target tissue was not cut at all though the staples were deployed. The doctor heard the cutting sound of the washer at the firing. The site was anastomosed again with another device after the colon was cut off with an automatic suture instrument. The 2nd cdh functioned as intended. At first, the anastomosis site was high, but the site was changed to low. There were no adverse consequences to the patient. After the operation, the doctor commented that the joint part of the device seemed to be separated at the firing.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. To remove the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.